Manufacturer narrative:
Test results from device manufacturing were reviewed. Sound processor (sn (B)(4)) passed all functional testing in production. A DHR review revealed that the device met all specifications and there were no manufacturing issues. The sound processor (sn (B)(4)) has not been returned from the field.

Event description:
Patient had a battery replacement on (B)(6) 2017. The battery was last changed on (B)(6) 2014, so the battery lasted 826 days (2.3 years) which is less than the minimum stated of 2.8 years. Implant: (B)(6) 2014, explant: (B)(6) 2017, days: 826, years: 2.3, (B)(6)2008 - patient was initially implanted, (B)(6) 2011 - routine battery change (3.0 years), (B)(6) 2014 - routine battery change (3.3 years), (B)(6) 2017 - early battery depletion and replacement surgery (2.3 years).